Event description:
It was reported initially by the customer on (B)(6) 2014 that outlook es device caused an over-infusion to the patient. Customer contact stated that this reported issue involved a pantoprazole infusion. Customer contact stated the set rate for this infusion to be 10 ml/hr with a total of 100 ml to be infused. Customer contact stated that the infusion was completed in less than 3 hours.

Manufacturer narrative:
The complaint was not confirmed for the reported issue. Upon receipt of device from customer, device and customer provided tubing underwent a visual inspection. This inspection showed a small cut on the tubing before the inlet valve. Fluid dripped from bottom of pump near inlet valve decreasing volume in the infusion bag, but did not affect volumetric accuracy. Upon receipt of the device by customer, device underwent 3 additional volumetric evaluations and tested within specification. Device operation log show infusion start on (B)(6) 2014 at 12.21 am at a set rate of 10.0ml/hr with a total of 100ml to be infused. Device operation provided infusion tubing used during infusion and the results were in specification at 99.6ml or 99% of expected accuracy. Two (2) volumetric tests at 12ml/hr with a total of 10ml tested in specification. First test: 9.90ml or 99% of expected accuracy. Second test: 9.95ml or 99% of expected accuracy.